Manufacturer narrative:
An allegation of lack of rigidity resulting in patient dissatisfaction was reported. The spectra cylinders were visually and functionally tested. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. Product analysis was unable to confirm a malfunction with the cylinders. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to rigidity issues the patient had his spectra penile prosthesis (spp) attempted but ultimately not implanted. The physician stated that due to the lack of rigidity of the cylinders he knew the patient would be "extremely dissatisfied." He ended up changing the device and the physician was very pleased with the result.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to rigidity issues the patient had his spectra penile prosthesis (spp) attempted but ultimately not implanted. The physician stated that due to the lack of rigidity of the cylinders he knew the patient would be "extremely dissatisfied." He ended up changing the device and the physician was very pleased with the result.